Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was a software defect for the freestyle librelink app was identified with the android 13 os where the app may experience intermittent signal loss. Users may not receive glucose results or be alerted of low, urgent low or high glucose conditions. Therefore, this complaint is confirmed and no further investigation is required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported they were unable to obtain readings on the adc application in use with a samsung android 13 operating system from their son's adc device. The caregiver stated they tried re-installing the application and using different emails, however, was still unable to obtain readings. It was indicated that the customer experienced symptoms of low blood sugar and required unspecified third-party intervention, however, no further details were provided as the caregiver declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported they were unable to obtain readings on the adc application from their son's adc device. The caregiver stated they tried re-installing the application and using different emails, however, was still unable to obtain readings. It was indicated that the customer experienced symptoms of low blood sugar and required unspecified third-party intervention, however, no further details were provided as the caregiver declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.